Manufacturer narrative:
Date received by manufacturer: 09dec2019. Date of this report: 19dec2019. The customer replaced the defective user interface to address the reported problem. The unit successfully passed the required performance verification test. The user interface (ui) assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the user interface assembly revealed no evidence of damage or contamination. The user interface assembly will be installed in the fi test ventilator in an attempt to duplicate the reported problem. During debugging, found cold cathode fluorescent lamp (ccfl) burn out. Due to the damage to the (ccfl) backlight no further testing required. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 26nov2019. Date pf report: 26nov2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the user interface assembly. The customer stated the issue was resolved but no additional information was provided. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported blank display. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04sep2019.

Event description:
The customer reported blank display. There was no patient involvement.